Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record and complaint history could not be conducted. Technical services reached out to the customer and discussed proper red top tube processing. Customer has a copy of the instruction for use(IFU). The IFU for this tube type (serum) indicates that the minimum time recommendations for serum tubes is 60 minutes. Recommended times are based upon an intact clotting process.

Event description:
It was reported the bd vacutainer® cat (clot activator tube) plus blood collection tube experienced clotting/micro clots/fibrin clots the following information was provided by the initial reporter. The customer stated: "the tubes are not clotting properly. Tube was allowed to clot for 30 minutes, per protocol, no further information is available."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record and complaint history could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® cat (clot activator tube) plus blood collection tube experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "the tubes are not clotting properly. Tube was allowed to clot for 30 minutes, per protocol, no further information is available."